Event description:
The following has been reported: an lvp pump was reported that there was a pump problem. Cleaned actuator valve and loading pins. Investigated the history log found pump problem alarm on october 10 at 21:24,21:21,21:18,21:15 and 21:12. No problem found when testing. There was no reports of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The reported issue was pump problem. Pneumatic valve leak failure (valve 2). A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. Also a review of the serial number showed no additional complaints with this pump were reported.